Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Treatment sheets have been provided and are currently being reviewed by the post market clinical staff. A supplemental report will be submitted at the conclusion of the clinical investigation and plant investigation.

Event description:
It was reported that a patient experienced periods of unresponsiveness during treatment. The prescription of the dialyzer was changed and the patient hasn't experienced any adverse events since the change. Patient is reportedly doing well.